Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during delivery. A patient coming out of the cardiovascular operating room was on four vasopressors running on spectrum iq pumps. The patient was not responding to treatment and the nurse states she noticed at least one of pumps did not look like it was pumping efficiently, seeming slower than normal. The nurse decided to switch to all old pumps. After switching to old pumps the nurse states that the patient was off of two of the vasopressors and stabilized within 10 minutes. It was reported that one of the medications had not infused the amount that the pump said it did based on the amount remaining in the bag. It has been confirmed with nursing staff that patient harm did not occur. All four pumps have been sequestered and the nurse is unsure if it was one pump or all four that led to the complaint. This allegation is for one of the four pumps identified (serial number (B)(4). No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. Device was also tested with the last infusion rate observed in the event history log at 11.6 ml/hr rate for 60 minute; the device was found to be delivering within +/-5% from target (1.8%). Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.